Event description:
It was reported that a patient underwent a cosmetic rhytidectomy procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in cosmetic rhytidectomy surgery. Changed another nine to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. There will be 48 devices returned for analysis, including 1 actual sample and 47 sterile samples from same batch. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4).this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during the op. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name irgacare® active ingredient(s) triclosan dosage form suture/solid/parenteral strength 275 ¿g/m events reported: 2210968-2022-08299,2210968-2022-08300,2210968-2022-08301,2210968-2022-08303, 2210968-2022-08304,210968-2022-08305,2210968-2022-08306,2210968-2022-08307 and 2210968-2022-08308.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with forty-seven packets that pertains of product code vcp433h was returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects were observed during evaluation. Functional test was performed using an instron equipment, and the pull force result were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.